Manufacturer narrative:
The customer reported that the oxygen sensors had inconsistent readings. The customer states that the readings changed to 5 different values in 2 minutes. Nihon kohden provided the facility with new probes. This resolved the issue.

Event description:
The customer reported that the oxygen sensors had inconsistent readings.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at (B)(6) affairs reported having a lot of trouble with oxygen sensors for the bedside monitor (bsm-1753a sn: (B)(6). The sensors would not read consistently. Service requested troubleshooting/assistance. Service performed 2 boxes of semi disposable spo2 sensors were provided. Customer reported no further issues. Investigation result the bsm warranty began 04/27/2016 and the reported issue occurred after 2 years. Review of device sap history found no previously reported issues with the unit. There were no further reported issues after replacement of the spo2 sensors. Information on previous sensors used, along with age and condition, was not provided. From the information available, the root cause could not be determined. The issue was resolved upon replacement of the disposable accessory. This issue is not suspected to be caused by deficient device or design. No further reported issues for this unit. Review of tickets opened at the customer facility found no other tickets relating to spo2 sensor/probe. No adverse trend found. Correction: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. D11& c2 concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11& c2 concomitant medical products: the spo2 probes were used with the bedside monitor. Spo2 probe information: model: unknown. D8. Is this a single-use device that was reprocessed and reused on a patient? No. D10. Probes used in this incident were not returned. D11. The spo2 probe was used in conjunction with the bedside monitor. F9. Approximate age of device for spo2 probe: probe lot#/expiration not provide. No age of probe available. H4. Device manufacture date for spo2 probe: probe lot#/expiration not provide. Nodevice manufacture date available. H5. Labeled for single use? No. H8. Usage of device: reuse.

Event description:
The customer reported that the oxygen sensors had inconsistent readings.